Event description:
It was reported that during a laparoscopic cholecystectomy, the device misfired. The device clipped properly a couple of times and then it would not clip. Another device was used to complete the procedure. The clips appeared to be placed properly at the time of surgery. A week post op, the patient was seen in the emergency room. A c-scan was done; it was determined that the patient had ascites and a probable bile duct leak. The patient was admitted and a hepatoscan was done and it confirmed a leak. The patient had to be transferred to [a different facility] for an ercp. The plan is for the patient to have a surgical repair at [this facility]. The patient is still at [this facility].

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. Received the following response on 2/12/2010: 1. The device was fired across the cystic duct. 2. One or two clips were fired then it didn¿t work. 3. Yes, the clips were formed properly, but they were shooting out the top of the device and weren¿t staying parallel like they are supposed to. 4. The patient had an ercp with stent placement. 5. Yes, there were clips on the vessel noted during the CT scan, but they were from the second applier that was used, not from the one that malfunctioned. 6. Yes, the patient is expected to make a full recovery. 7. The patient is female, (B) (6), (B) (6). 8. The patient remained in [the hospital] for 5 days. 9. The patient is now home and has a follow up ercp scheduled in 6 weeks.